Event description:
Additional information received from reporter for report number mw5107957; hoarseness - after dysarthria in the listing of effects. (B)(4).

Event description:
Inspire device, stimulation of hypoglossal nerve, for sleep apnea. Implant surgery was (B)(6) 2021. After surgery there was significant difficulty swallowing (dysphagia), significant problems with speech (dysarthria), right sided facial weakness, jaw drop, drooling, right sided tongue weakness, and inability to turn head to the left. And these effects are still present and on-going. After removal of the device on (B)(6) 2021, only the head turning improved. FDA safety report ID# (B)(4).